Event description:
During testing at the user facility, it was noted that the device battery was swollen. Prior to testing, the customer contact reported that the device alarms warning replace battery. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.